Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the top of the image on the left screen was black with white stripes, and the lower section of the screen is okay. The fe reported the screen was unusable. There is no report of injury or death associated with this event.